Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. Block a: no patient information provided to date after calls to end user 09/17/24 and 10/08/24.

Event description:
It was reported that there was a battery failure during a case that could cause loss of mechanical ventilation. There was no patient injury.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.